Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum detached from the hub of the delivery catheter. The shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. The septum adhesive released of the hub of the delivery catheter. The analyst noted the delivery catheter was returned with the dilator separated from the shaft of the introducer. The septum had started to detached from the hub of the delivery catheter. The adhesive released from the septum of the delivery catheter. Slitting did not start on the centerline of the delivery catheter. Slitting had terminated at 2 cm on the hub of the delivery catheter then restarted. Slitting had terminated at 14 cm on the shaft of the delivery catheter. Continuation of d10: product ID 383069 lot# serial# lff0230491 implanted: 2026-03-03 explanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure difficulty occurred while cutting the valve open which caused the pacing lead to dislodge. The catheter was attempted/ not used and replaced. The pacing lead remains in use. The catheter was returned to the manufacturer, analysed, and tested out of specification. No patient complications have been reported as a result of this event.